Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off/no power or low battery alarm or blank display noted. Unit passed displacement test, rewind, basic occlusion, self test and unexpected restart tests. No unexpected a17, a21 or a47 error alarms noted during testing. However, a47 error alarm found in alarm history. A47 error alarm due to corrupted history file. Unit had missing address/serial number label, cracked case at display window corner, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had an unexpected restart alarm and two additional error alarms in the alarm history. Blood glucose level at the time of the incident was not provided. The caller reported that the customer had not been using the insulin pump for several months. The caller stated that the sticker from the back of the pump was missing. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.